Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left sides anti tippers assembly came loose and parts became missing from the assembly.